Manufacturer narrative:
Philips received a complaint on the heartstart mrx indicating that the equipment does not pass the function test. There was reportedly no patient involvement. A philips field service engineer evaluated the device onsite and it was determined that the equipment did not pass the function test due to the co2 needing calibration, which was then calibrated and the device was returned to full functionality. The device remains at the customer site. No further evaluation is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the equipment does not pass the operational test for co2 calibration. There was no reported patient involvement.